Manufacturer narrative:
The tech replaced the head section gas spring to repair the stretcher.

Event description:
Info received indicates the controls are not working as the head section is not lowering.